Event description:
The user facility reported that during a patient procedure the pad to the tabletop of their 4085 surgical table "was moving." The patient procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table.the technician found that the velcro hook-strip to the tabletop required replacement subsequently causing the reported event.the technician replaced the velcro hook-strip, tested the function and operation of the 4085 surgical table, confirmed it to be operating to specifications and returned the table to service.no additional issues have been reported.